Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that the issue was confirmed via system logs, with c-34 error occurring multiple times. No visual issues were found, but the error reappeared on bootup. Unit will be sent to original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that an erbe error c-34 displayed on the screen when attempting to activate a monopolar instrument. The customer had tried power cycling the erbe and swapping ports 1 and 2, but the issue persisted. It was noted that the bipolar instrument was functioning normally. The procedure was nearly completed and the customer did not have a spare electrosurgical generator unit (esu) available at the time of the call, which prompted the customer to request for a field service engineer (fse) to check the system on site. A field service order (fso) was dispatched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and everything was normal when powering on the system. The system initially powered on without errors. The customer had tried to power cycle the erbe and to replace the energy interface and energy cable. The customer continued using only bipolar energy to resolve the reported issue to continue the procedure. There was no patient injury as a result of the issue and the procedure was completed robotically.